Manufacturer narrative:
Status and location of the device is unknown.

Event description:
A physician reported that two yukon polyaxial screws implanted at s2, "snapped just below the tulip head of the screws." The patient has been revised. This report represents the second of the two yukon polyaxial screws.

Event description:
A physician reported that two yukon polyaxial screws implanted at s2, "snapped just below the tulip head of the screws." The patient has been scheduled for revision surgery. This report represents the second of the two yukon polyaxial screws.

Event description:
A physician reported that two yukon polyaxial screws implanted at s2, "snapped just below the tulip head of the screws." The patient has been scheduled for revision surgery. This report represents the second of the two yukon polyaxial screws.

Manufacturer narrative:
The device remains implanted in the patient so evaluation can not be performed. Manufacturing records could not be reviewed as no lot number was provided. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. The patient was approximately two-years old at the time of initial surgery and no complications were reported during the initial surgery. Per email correspondence, the patient is a very active young child and, "would wiggle around a lot." Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. The most likely root cause of reported event is high activity level of patient.